Event description:
The customer reported that the 840 ventilator was failing the leak test. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and found a broken oxygen sensor. The cse replaced the oxygen sensor. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).